Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6106992; medical device expiration date: 04/30/2017; device manufacture date: 04/15/2016. Medical device lot #: 6147811; medical device expiration date: 05/31/2017; device manufacture date: 05/26/2016. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for 70684 was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had sst-367988-clotting issues, red cell hang up, high potassium levels.